Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being sued to deliver an unspecified solution. After an unspecified length of time in use, the option-lok male adapter of the tubing set was disconnected from an unspecified anesthesia extension set. It was reported that during the manipulation, the tubing separated from the option-lok male adapter. The tubing set was replaced. There were no reported adverse patient effects and no reported delay in therapy critical for this patient. No medical interventions were reported. Though requested, no additional information was provided.